Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported during a system implanting procedure, merlin testing with the lead connected to the device detected upper out of range high voltage lead impedance. Reinsertion of the lead repeated the same out of range impedance measurement. The lead was removed and replaced. No adverse consequences were detected.